Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the tubing. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the tubing. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) pump at our quality assurance laboratory, the returned components underwent a thorough analysis. The momentary squeeze (ms) pump was visually inspected and under microscope observation, contamination of bodily fluid was found within the pump. The pump was not functionally tested due to the contamination. The pump was leak tested and no leaks were found. Based on the information available and analysis results, the reported device allegation of a mechanical issue and a crack in the tubing was unable to be confirmed.